Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced their stimulation stopping. The patient indicated that ¿with each movement the stimulation stops.¿ no further information was available at the time of initial report. A supplemental report will be filed if additional information is received.